Event description:
It was reported that the patient was unable to remove their ipg from MRI mode. The ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The initial report of the device being unable to exit MRI mode was incorrect. The reported event is not related to any corrective and preventative action (CAPA). The field notes indicated that the MRI scan was performed using a 3 tesla (3.0t) machine which falls outside abbott¿s current MRI scanning guidelines. The patients ipg became inoperable following an MRI scan using a 3 tesla machine against the instruction of the manufacturer.

Manufacturer narrative:
The reported event is not related to any corrective and preventative action (CAPA). The field notes indicated that the MRI scan was performed using a 3 tesla (3.0t) machine which falls outside abbott¿s current MRI scanning guidelines.